Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was brushing his teeth when two shocks occur; the shocks were deemed to have occurred due to noise signals. Low amplitude was also noted to be present. The electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.